Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. Received for evaluation was one pusher wire inside of the storage tube and the y-body with one filter partially deployed. The filter hooks were inside the distal end of the storage tube. There was no introducer sheath returned. The pusher wire was still engaged with the partially deployed filter. It was noted that the legs were twisted, but not crossed and the wires were still seated in the spline and there were hook scratches on the storage tube ID. The pusher wire and the filter were removed from the storage tube and the y-body. The storage tube and the y-body were intact and undamaged. The storage tube ID was measured and found to meet specification. The touhy was tight. The pusher wire appeared intact and undamaged. The pusher wire measurements were within specification. Heat was applied to the filter and the filter took shape. All arms, legs and hooks were present and intact. The filter measurements were within specification. The result of the investigation was confirmed for failure to deploy as the filter was returned partially deployed. The root cause is unknown. The current information for use (IFU) for this device states the following: precautions: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.

Event description:
It was reported that the device failed to deploy. The delivery system and filter were removed together and there was no injury to the patient.